Event description:
The pouch was found to be punctured after opening the box. The box is intact. There was no patient involved. The product was stored in the operating room at room temperature. No vessel code information provided.

Manufacturer narrative:
It is confirmed that the pouch was completely punctured by some kind of sharp object through to the device, causing a loss of sterility. As stated in the complaint, the puncture into the inner pouch occurred at the customer site in china after the pouch was removed from the box. During manufacturing, all inner pouches are inspected after sterile packaging prior to boxing. If the pouch has a puncture/hole that was introduced during the manufacturing process, it will not hold a vacuum and the pouch will look ¿puffy¿. This is easily detected during packaging inspection and would not have passed. In addition, even though it was stated that the box was received intact by the affiliate from the customer, the outer carton was not returned and is not available for examination. Without the return of the carton that contained the damaged inner pouch, it cannot be determined whether the damage originated through the external box. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed; however, without the return of the entire device packaging a root cause cannot be definitively determined. Therefore, no corrective action is warranted at this time.